Event description:
(B)(6) 2013, it was reported that the patient had been in the hospital for three days. At the hospital it was found that her infusion tubing was broken at the infusion device adapter; therefore, the patient was not receiving enough insulin. The patient stated that the infusion device was wet with insulin. After going home, the patient had to return to the hospital due to an intestinal infection due to ketoacidosis. The patient health returned to normal. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No samples were returned for investigation; however, the reference samples were visually inspected and tested for flow, leak and static pull of tubing-tubing connector/luer. All test results were within specifications. No product was returned.